Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they contacted philips approximately 2 years in regard to the recall and was informed their device was not on recall. The patient did not register their device. The patient has now been informed the device is on recall and alleges stage 4 liver issues along with spitting up blood. The patient contacted their doctor (over 1-year ago) in regard to the matter. The patient alleges the device is cleaned with warm water and dawn dish soap. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.